Event description:
It was reported that allegedly the kit sizer sensor of a syringe module will be replaced. There was no reported patient involvement.

Manufacturer narrative:
The customer reported that allegedly the kit sizer sensor of a syringe module will be replaced. The report of a syringe sensor sizer issue is confirmed based on the field action. Visual inspection of the received syringe sensor sizer was performed. No irregularities observed. No testing was deemed necessary as a comprehensive investigation for the field action complaint was completed in the CAPA assigned to the issue in conjunction with the field action determination. Mechanical failure - design. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : only the syringe sensor sizer was provided for investigation.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that allegedly the kit sizer sensor of a syringe module will be replaced. There was no reported patient involvement.